Event description:
New information received: the device had diagnostic issue sixteen days post device being cleared from the prior diagnostic issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device did not trigger atrial fibrillation episode while the patient was in atrial fibrillation. It was confirmed that the r-wave sensing was appropriate. There are no programmable settings for atrial fibrillation detection so therefore no programming changes can be recommended. No further information available.